Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle , the device packaging was without the expiration date (missing labeling).this event occurred 20 times. The following information was provided by the initial reporter. The customer stated: consumer reported this facility, for diabetes education, found two 10 packs in their storage, without a exp date on the bags.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. Due to this batch being manufactured in 2008 and files are retained for 7 years, no DHR review can be completed. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.